Manufacturer narrative:
Batch review performed on 21 december 2016. (B)(4): not explanted.

Event description:
During surgery when the surgeon was dropping down the leg, the hip fractured above the lesser trochanter, and below the greater trochanter. The surgeon cabled the fracture to stabilize the hip. The surgery was completed successfully. X-rays are not available.